Event description:
It was reported that when testing the external pulse generator (epg) the sensing was measuring 7.5 mv when set to 5 mv and 29.5 mv when set to 20 mv. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).